Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown constructs: va-lcp /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: sop, a. Et al (2022) retrospective analysis of locked versus non-locked plating of distal fibula fractures, injury vol. 54, pages 768-771 (USA). The aim of this retrospective cohort study is to compare locked versus non-locked plating of distal fibula fractures in unstable ankle fractures. Between january 2008 and december 2017, a total of 442 patients (126 male and 316 female) with a mean age of 53.95 years with bimalleolar or trimalleolar ankle fractures were included in the study. These patients were divided into two groups: the tubular plate group (wherein a 1/3 tubular plate was used) with 203 patients (67 male and 136 female) with a mean age of 49.69 years, and the locking plate group (wherein locking compression plate (lcp) and variable angle (va) lcp was used) with 239 patients (59 male and 180 female) and a mean age of 58.22 years. All patients had at least three months of follow-up with the orthopedic trauma clinic post- surgical intervention. The following complications were reported as follows: tubular plate (23 patients had device removal) due to: 18 had symptomatic implant. 2 had infection. 2 with nonunion. 1 had implant breakage. Locking plate (15 patients had device removal) due to: 7 had symptomatic implant. 8 had infection. A copy of the literature article is being submitted with this medwatch. This report involves one unk - constructs: va-lcp. This is report 4 of 4 for (B)(4).